Event description:
Endopath linear cutter ats45 did not deploy as surgeon was getting ready to fire the stapler. Surgeon shared with staff that this failure has been happening more frequently. Surgeon used another endopath linear cutter with same lot # and it worked. Sequestered stapler.